Event description:
Event description guidant received information that this chronic transvenous defibrillation lead measured fluctuating shock impedance during induction testing. Shock lead impedances ranged from an acceptable value of 76 ohms, to high and out-of-range at >125 ohms. The patient required external rescue, as the induction shocks also failed to convert the arrhythmia. The physician elected to close the device pocket and reschedule the patient for placement of a pectoral system and a new defibrillation lead.